Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The lemo connector was repaired. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the c-arm connector on the 9800 system was bent (misaligned). There was no report of patient injury.